Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that shortly after the ins was implanted it stopped working. The patient bent over and felt something pop due to a sudden change in 2012. The device never worked since and had been turned off for quite some time. The device had not worked to help the patient's symptoms. When this happened the patient saw their hcp and was told nothing was wrong with the device. The device was not currently being used. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va02tb0, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that a patient wasn¿t satisfied with the device, it wasn¿t like the trial, and it didn¿t work for her. The trial had worked well for the patient and the permanent implant didn¿t. Therapy had never been effective since implant. The patient thought the device was probably working, but she wasn¿t satisfied with it and she still had to go to the bathroom all the time. She didn¿t make it to the bathroom a lot of times and the device didn¿t control her bladder at all. When the patient first got the device, something broke on it. She could feel ¿a wire, or whatever it was¿ on her left hip when it broke and she got really sore. The patient knew something happened because when she would ¿raise up,¿ it hurt really bad. She told someone about the break and was told that it wasn¿t a problem and it wouldn¿t bother anything. It was unclear who the patient told about the break. The patient did not know what was wrong and was also put on medication that didn¿t work. She had worked with her doctor but thought she wanted the device out. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.